Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After the surgical procedure, the patient was affected by a mobilization of the tibial component of the prosthesis. A re-implantation of all the components and prostheses of the patella was performed.